Manufacturer narrative:
This complaint is considered closed.

Event description:
Update: (B)(6) 2013- patient's clinical report was received. Report indicates the patient also had a fluid collection and ion levels of cobalt at 3.8 and chromium at 2.5. Part/lot information was updated.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient's right hip was revised to address pain. Used medical device declaration for shipping received. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014.

Event description:
Litigation alleges acetabular cup eventually produced metallic debris, and/or loosened from acetabulum, caused pain, produced abnormal blood metal ion, and inhibited patients ability to walk after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/04/2014 - medical records received for the right hip. Patient was revised to address synovitis. The information received does not change the MDR decision. Update rec'd 04/15/2014 - decontamination form received. There is no new additional information that would affect the investigation. This complaint was updated on: 04/24/2014.